Event description:
The user reported that the manifold handle closest to the control syringe is letting air into the system. The user stated that they do power injections through this manifold. Five occurrences were reported for this event. No harm or injury was reported. This is one of five reports for this complaint: 1721504-2012-00007, 00008, 00009, 00010, 00011.

Manufacturer narrative:
Device evaluation: the suspect device is not expected to be returned for eval. The user reported a second lot number for the event. (B)(4). Expiration date: 10/31/2014. Device manufacture date: 11/01/2011. A follow-up report will be submitted when the investigation has been completed.